Manufacturer narrative:
The product was received on 31 january 2024 with the evaluation being completed on 02 february 2024. The product was visually inspected under magnification. The returned screw measured at .2265 inches/5.7531mm of the total .727 inches/18.46mm. It could not be determined if the screw broke during removal or insertion. The fracture pattern showed signs of shear force break. This is consistent with the screw being rotated with enough torque to be broken. Depending on the density of the bone, if the surgery was for screw removal, and depending on the way the force was applied to the screw head during insertion/removal, more torque could have been generated to break the screw. However, based on the information received, the root cause could not be determined. Corrected data: type of investigation code (annex b) updated to 10 and 3331. Investigation findings code (annex c) updated to 3243.

Event description:
It was reported during a clavicle fracture surgery, one (1) screw head broke. The tip of the screw was left in the patient. No other information is available.

Manufacturer narrative:
It was reported the screw head was available for return; however, the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were noted. Based on the information received, the root cause could not be determined.